Manufacturer narrative:
Manufacturing date: april 29, 2016 ¿ april 30, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow issue with a small volume infusor. The device was filled with fluorouracil. It was noted that the clamp was opened and no flow was observed after the product was removed from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.